Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified external iliac artery. A 12.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. The balloon was inflated twice at 8 atmospheres (atm) for 30 seconds and 10 atm for 3 minutes. However, during third inflation at rated burst pressure for 3 minutes, the balloon ruptured. The procedure was completed with a different device. There was no patient injury reported.